Event description:
Reportable based on analysis completed on (B)(6) 2013. It was reported that during a coronary artery stenting treatment procedure, failure to cross the lesion occurred. The target lesion was located in the severely calcified concentric right coronary artery (rca) with 70% stenosis and was 16mm long with a reference vessel diameter of 3.5mm. A 3.50x16mm taxus liberte was selected and advanced to treat the target lesion; however, after multiple attempts the device was unable to cross the lesion due to the high calcification. The device was removed intact. The procedure was completed with plain old balloon angioplasty (poba). There were no patient complications reported and the patient's status was stable. However, the returned device revealed stent damage.

Manufacturer narrative:
Age at time of event: under 18 years. Device is a combination product. (B)(4). Device evaluated by MFR: visual and microscopic examination of the returned device identified that the stent was damaged at the proximal end. Struts on the two most proximal rows were bent outwards and pushed/pulled proximally. No issues were noted with the tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).